Manufacturer narrative:
Additional info: a updated from (B)(4) to none due to no patient involvement. Additional information was received from the reporter stating the device was last checked on (B)(6) 2018 and the settings at the time of the event were unknown. The disconnect alarm and backlight options were working back in december 2018, when the reporter completed a pm on the device. The unit was not on a patient when the issues occurred.

Manufacturer narrative:
Device evaluation : one pneupac device was received in damaged condition with a faceplate was bent and relief alarm pressure knob was missing. Upon an initial check of the unit, no audible or visual indicators were present during the power on sequence. Next, the disconnect alarm function was checked by removing the hose from patient output. No audible or visual alarms were activated. Additionally, the device was opened to further investigate. The device interface board was replaced and the unit was powered on for an hour, and it was found that the device operated as intended. It was also noted that the disconnect alarms activated upon removal of the patient output hose. Based on the investigation, the complaint was confirmed. The device contained extensive damages and has not been serviced by smiths medical for approximately 5 years. The event problem source was traced back to the infrequent serving.

Event description:
Information was received that a smiths medical pneupac parapac ventilator has a "disconnect alarm" and the "backlight does not light up". No adverse effects were reported.